Event description:
It was reported that in (B)(6) 2009, the patient was treated for a femoral bone fracture with a jpfna, proximal femoral nail antirotation, without any problem. After the operation, the patient appeared healed and at the doctor's assessment on 3rd (B)(6) 2010, there was no problem, and the bone looked healed. However, after one year, the blade backed out, and lost the support of the femoral head which led to a medial bone fracture. On (B)(6) 2011, the doctor removed the jpfna, and used an artificial joint. No further information was provided.

Manufacturer narrative:
The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-11 and astm f1295. No product fault could be detected. All parts are in good condition. Carried out functional tests could not identify any discrepancies.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records for manufacturing revealed no complaint related issues. The device was returned in 2011, however the exact date is not available. Placeholder.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. There is no further information available on this event and no further investigation can be performed.

Event description:
This is 1 of 1 report for complaint #(B)(4).